Event description:
The patient's mother reported the patient's blood glucose (bg) level reached 20 mmol/l (360 mg/dl), while wearing the pod. The mother reported that on the second day of pod wear the pod leaks insulin, which causes the pod to fall off the infusion site and the cannula to dislodge. Additionally, the mother reported the patient moves a lot, the pods are too big for the patient, and that they use extra adhesives in an attempt to keep the pods in place. As treatment, multiple boluses were administered. Duration of pod use and pod site were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.